Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s spouse stated that the patient¿s blood sugar kept going low and the receiver was not alerting due to inaccurate values; however, the patient was not experiencing any symptoms for a low. The patient¿s spouse called the emergency medical technicians (emts) and when they arrived, they administered the patient with intravenous (IV) therapy that contained sugar. At the time of contact, the patient was doing good but was also exhausted. Additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of inaccuracies was unable to be determined. A root cause could not be determined.